Manufacturer narrative:
The buttons were unresponsive due to the keypad traces being corroded. No further testing could be performed due to the unresponsive buttons.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 500 mg/dl at the time of the event. The customer stated that the display on the insulin pump was frozen. Nothing further was reported.